Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "angioedema," "residual nodule," "getting worse with erythema formation," "compatible with foreign body," "abscess with spontaneous drainage of yellowish material (purulent) and important reduction of lips," "local erythema with yellow point in the left side of superior lips," and "inflammation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects linked to this procedure, which can either be immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site. ¿ staining or discolouration of the injection site. ¿ poor effect or weak filling effect.

Event description:
Healthcare professional reported patient was injected with 0.8ml of juvéderm ultra plus¿ xc in the nasolabial fold and 0.2ml in the right of the superior lips. Two days post injection, patient developed "angioedema that regressed with prednisone and antibiotic quinolone; however, the patient presented residual nodule at the injection site." Area was massaged and patient was treated with "injectable corticoid diprospan, oral prednisone, and astro with no symptom improvement." It was noted area was "getting worse with erythema formation." Ultrasound was performed approximately 3 months post injection and results were "compatible with foreign body." It was also noted an "abscess with spontaneous drainage of yellowish material (purulent) and important reduction of lips" were also observed approximately 2 weeks after the ultrasound. "Local erythema with yellow point in the left side of superior lips" also recurred. A ¿warm water¿ compress and a ¿corticoid ointment¿ were used to help with inflammation. Patient has a history of "pmma superior lips" from 7 years ago.